Event description:
The user received questionable low ion selective electrode (ise) sodium results for 24 patient samples. Of the data provided, the results for 7 patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial result was 126 with a data flag. The repeat result on (B)(6) 2011 was 132 with a data flag. Patient sample 2 was from a female born on (B)(6). The initial result on (B)(6) 2011 was 133 with a data flag. The repeat result on (B)(6) 2011 was 139. Patient sample 3 was from a male born on (B)(6). The initial result on (B)(6) 2011 was 133 with a data flag. The repeat result on (B)(6) 2011 was 139. Patient sample 4 was from a male born on (B)(6). The initial result on (B)(6) 2011 was 133 with a data flag. The repeat result on (B)(6) 2011 was 139. Patient sample 5 was from a female born on (B)(6). The initial result on (B)(6) 2011 was 130 with a data flag. The repeat result on (B)(6) 2011 was 137. Patient sample 6 was from a female born on (B)(6). The initial result on (B)(6) 2011 was 132 with a data flag. The repeat result on (B)(6) 2011 was 138. Patient sample 7 was from a female born on (B)(6). The initial result on (B)(6) 2011 was 133 with a data flag. The repeat result on (B)(6) 2011 was 140. The initial results were reported outside the laboratory. The user stated she had not heard of any adverse affects to the patients. The lot number of the sodium electrode was 21502911. The field service representative determined the air/dry adjustments were low causing the mixing vessel to not completely dry which was diluting the next sample. He adjusted the mix/dry and verified the analyzer operation by running ise performance checks. He had the user run calibration and quality control with all results within the user's ranges.